Manufacturer narrative:
A product investigation was completed: the measurable dimensions of the va-lcp condylar plate was checked as far as possible and found to be in compliance with the technical drawings and specifications. The examination of the raw-material certificates and the manufacturing papers showed no deviations regarding material analysis, strength and structural stability. The values were in compliance with specifications and with the international standards. The investigation of the complaint va-lcp condylar plate has shown that the plate cracked through the 6 proximal locking screw hole. The plate shows wear marks and scratches at the surface. There were also 10 intact screws send back. The plate 02.124.413s lot no. 8146272 was manufactured in november 2012. There were no issues during the manufacturing of the product that would contribute to this complaint condition. Based on the available information it is likely that the plate could not resist the applied force which finally led to the material overload/ fatigue failure. Postoperative activities of the patient may have played a certain role, too. No product fault could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient age at time of event is unknown. Only patient¿s year of birth, 1934, was reported. It was further reported that during revision ¿there was expansion of the board and new restoration.¿ due to this english translation from german, it is difficult to determine if it was meant that the patient was revised with a larger plate, etc. The subject device is expected to be returned to the synthes manufacturer for evaluation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported the patient suffered a femur fracture on (B)(6) 2015. The fracture appeared to be pathological. The fracture was treated with the variable angle locking compression plate (va-lcp) and palacosplombe. Histology revealed a sarcoma. Approximately four weeks after the initial surgery on an unknown date it was discovered that the plate had broken and there was an absence of bone healing. The surgeon suspects that the delayed healing was related to lack of support over the bone which was related to the reported plate failure. The patient underwent revision surgery on (B)(6) 2015 during which time the original hardware was explanted. This report is 1 of 1 for com-(B)(4).

Manufacturer narrative:
(B)(4). Concomitant screw part/lot numbers: 02.231.234s, 7587930; 02.231.234s, 9068241; 02.231.236s, 9280612; 02.231.236s, 9068219; 02.231.242s, 9006270; 02.231.248s, 7587995; 02.231.255s, 7587998; 02.231.260s, 8838106; 02.231.265s, 8896397; 02.231.265s, 7588005. Manufacturing location: (B)(4). Manufacturing date: november 16, 2012. Expiry date: november 01, 2022. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Additional product code; catalog number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.